Event description:
Machine shut down after 2 min of therapy. Over heat code given when restarted. New thermachoice hand piece put in place and machine restarted and it over heated again. Surgical tech called ethicon, inc and a rep instructed dr. In proper use of catheter and the case was completed with the 2nd hand piece.